Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issues were noted with the leadless ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having an episode where their heart rate was in the forties beats per minute range when it shouldn't go below sixty beats per minute. The patient further reported experiencing dizziness. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.